Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that there was smoke and sparks coming from under the cover of a fresenius dry acid mixer. The machine was not powered on at the time of the event. It was reported that the user facility staff went to the back room where the mixer is located and noticed a burning smell and saw visible smoke. The smoke detector or fire alarm did not alarm at the user facility. There was no harm to any patients or individuals because of this event. The unit was evaluated on-site at the user facility by a fresenius regional equipment specialist (res). The res found a water leak that was spraying on top of the electrical connector of the inlet water fill valve. This created an electrical short producing spark and smoke when the connector burned out. The water leak was due to a loose connection that was not detected during use as the hydraulics components are under an opaque protective cover. The cable was also reportedly burned. The res replaced the fill valve which resolved the issue. Following the part replacement, the res performed functional checks and confirmed that system was fully operational again. No parts have been made available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) dry acid mixer was evaluated at the facility by the fresenius regional equipment specialist (res). The res found an electrical short producing spark and smoke when the connector burned out from a water leak. The cable was also reportedly burned. The res replaced the fill valve which resolved the issue. After the repair, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res confirmed that burn damage was present on the fill valve cable, along with smoking and sparking from the water leak. Therefore, the complaint has been deemed confirmed.